Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening. The arcos distal taper and cone body were explanted.

Manufacturer narrative:
(B)(4). D10: unknown cone body unknown. G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted product but could not be used to confirm the complaint, bio-debris noted. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.